Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 13th august 2010 and performed to specification up to the 18th october 2015. During this time a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory on the last log entry on the 20th october 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.